Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during an avulsion fracture of the 5th metatarsal procedure, a paragon 28 mini-monster screw broke. The cannulated, short thread screw, headed, 2.5 x 34mm was reported to have sheared off at the neck during insertion. This occurred when the surgeon pre-drilled and inserted the screw (completed without power). In the returned radiographic image, the screw appeared bent. It was reported that the surgeon was able to successfully correct the issue during the surgery.